Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a persistent atrial fibrillation ablation, a farawave was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Device was opened, then upon inspection the flush lumen was determined to be cloudy, and a superglue residue was left on the handle. The catheter was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was retained by the customer.